Event description:
Pt presented with a conical, angulated, short aortic neck. After successful implant of a bifurcated device in2006, the physician placed a proximal infrarenal cuff. The cuff was ballooned, however, slipped down slightly due to pt's anatomy. A second cuff was placed, however, slipped down as well. Pt had type I endoleak, ongoing. Physician reported, after 55 days later, that the pt died with multisystem organ failure.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Device was discarded in 2006 after initial implant; event did not occur until 2006. Pt's condition and operational context contributed to event.